Manufacturer narrative:
(B)(4): the customer initially reported the device was failing the internal diagnostics repeatedly. The reported symptom presented during testing. There was no report of pt involvement. On (B)(4) 2012, new info became available that made this complaint reportable. While the device was being evaluated at the philips (B)(4) repair bench, errors were found in the event summary indicating that a charge shock malfunction had occurred. The therapy pca was replaced due to these errors. The device was returned to the customer after passing all testing.

Event description:
The customer initially reported the device was failing the internal diagnostics repeatedly. The reported symptom presented during testing. There was no report of pt involvement. On (B)(6) 2012, new info became available that made this complaint reportable. While the device was being evaluated at the philips (B)(4) repair bench, errors were found in the event summary indicating that a charge shock malfunction had occurred.